Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks. Review of the session records from merlin.net showed significant drop in rv sensing and p-wave oversensing, which caused inappropriate vf episodes. Lead dislodgement was suspected. The patient presented to the ep lab for rv lead revision due to loss of capture and poor sensing. X-ray revealed rv lead dislodgement with the lead pulling back into the atrium. During the revision, the helix was retracted without issue but would not extend once repositioned. The physician elected to extract the existing lead and replace it with a new one. The procedure was completed without complication, and the patient left the room in stable condition.